Manufacturer narrative:
On february 26th 2020 we have received the item involved in the event. Visual inspection performed by medacta r&d hip project manager: from the received pieces it was not possible to note any particular sign related to the event; for these reasons, it is not possible to determine with certainty the root cause of the event, but we can exclude a failure of the device.

Manufacturer narrative:
Batch review performed on 12 july 2019: lot 179949: (B)(4) items manufactured and released on 03-may-2018. Expiration date: 2023-04-23. No anomalies found related to the problems. To date, (B)(4) items of the same lot have been already sold without any similar reported events (per operative bone fractures and implant mobilization). Clinical evaluation performed by medical affairs director: femoral component revision performed 8 months after primary cementless total hip arthroplasty. During primary procedure, cerclage wiring was used due to a trochanteric fracture. The initial stem position cannot be assessed on the basis of the pre-revision images, however it is possible that the stem subsided due to the presence of the trochanteric fracture. The reason of this event cannot be determined.

Event description:
7 months after primary the patient had a revision surgery due to stem mobilization. The stem and head have been replaced successfully. During the primary surgery performed in (B)(6) 2018 the surgeon had a per-operative great trochanter fracture, treated with cerclage. Nobody of medacta was aware of the fracture till this complaint notification.